Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown if the patient experienced any symptoms. It was unknown what the software version of the a810 (clinician programmer) or the a820 (patient programmer) was. The cause of not doing a bridge bolus after not doing pump dosage change and the patient having a 12 hours as time remaining for the next bolus/lockout. It was reported that after the 12 hours, the ptm lockout went to 4 hours as programmed. The issue was resolved and the bolus worked as programmed.

Manufacturer narrative:
H6: further review indicated the event was reported in error. A2303 should not have been coded. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that yesterday the patient had a pump dosage change but no bridge. The patient called in today stating they had 12 hours as time remaining for the next bolus. The personal therapy manager (ptm) settings were 1 x 4 hour lockout (lo), 6/24 dose restriction interval (dri) and 6 max. An attempt was made to call the patient to troubleshoot but there was no answer and a voicemail (vm) was left to call into patient services. Information was received from a health care provider and a patient regarding a patient receiving intrathecal morphine and bupivacaine via an implantable pump for cancer chemotherapy. It was reported that the patient's ptm was showing a lockout of 12 hours and he was confused why. The hcp stated no current myptm or clinician bolus was in progress and the patient last had a refill/adjustment yesterday. The hcp read last 24 hour of boluses read as follows: 7:19am, 1:36pm, 5:43pm, 10:37pm, 7:14am, 11:16am and now was locked out for 12 hours. Technical services had the hcp double check that the myptm therapy details matched the clinician programmer details post interrogation. The current bolus settings were as follows:- max activations 6/day, lockout duration 4 hours, dri 6/24. Technical services stated the patient should not be locked out, something was not adding up. Technical service es discussed adjusting dri to shorten or eliminate rolling clock (also discussed the risk of bolus clustering around midnight hour). Technical services also discussed and walked the hcp through giving the patient a single bolus equivalent to her myptm boluses. Technical services stated to monitor going forward.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.